Event description:
Patient reports he switched to this brand of solution and approximately 3 months later, was diagnosed with a fungal infection. The patient reports the infection has resolved, but stated his vision is not the same and that he has palque build up. Repeated attempts have been made for medical records, but to date have not been received.